Event description:
Boston scientific (bsc) crm received info that this dextrus lead was exhibiting elevated thresholds measurements. The lead had previously been repositioned, and the physician elected to remove the lead from service this time. The lead was not returned for testing. This issue will be re-evaluated if add'l info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.